Event description:
It was reported that the patient had "no pep" it was also reported that the device was at recommended replacement time (rrt). It was noted that the battery voltage was showing at one measurement using one system and a differing measurement using another. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.